Event description:
It was reported during a procedure that the 4-40 stud was broken. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.